Event description:
It was reported that left hip revision surgery was performed due to bursal tissue response, metallosis, removal of metal stain granuloma and necrotic tissue. Additionally, on or about (B)(6) 2017 patient underwent a blood test, which showed elevated levels of cobalt and chromium.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to bursal tissue response, metallosis, removal of metal stain granuloma, necrotic tissue and elevated level of cobalt and chromium. As of today, device return and additional information has been requested for this complaint but has not become available. Details of the part were unknown therefore manufacturing records could not have been reviewed for this device. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had high metal levels. Further details were not provided. During the revision a large amount of metal stained granuloma and necrotic tissue was noted. There was also a metal reaction at the burse and a defect at the acetabulum. Samples were send for analysis but results not available. A post-operative diagnosis was not provided, nevertheless these finding may be consistent with the indicated metallosis. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [194498 sumary.pdf]